Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation during an impedance check. The patient had previously undergone an unrelated multilevel fusion surgery, during which electrocautery was used. It was suspected that the evoke closed loop stimulator (cls) may have been damaged during the previous fusion surgery. A revision procedure was performed to replace the cls and resolve the reported event.